Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating, and pump shut off while charging the battery. Reportedly, pump was reset, and customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.